Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, contamination in the flow sensor assembly and flow straightener was observed. The device's flow sensor assembly and flow straightener were replaced to address the issue.